Event description:
It was reported to boston scientific corporation on june 16, 2021 that a hot axios stent was to be implanted transgastric to the pancreas to treat a walled-of necrosis (won) with 25-30 % necrotic material during an endoscopic ultrasound (eus) cystogastrostomy procedure performed on (B)(6) 2021. During the procedure, the deployment hub felt loose and the stent was not deployed. The stent was removed from the patient fully covered by the outer sheath and the procedure was not completed as another stent of the same type was unavailable. On (B)(6) 2021, another procedure was performed and a 15mm axios stent was implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block h6: medical device problem code a27 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: a hot axios stent and delivery system were returned for analysis. The stent was received fully covered by the outer sheath and undeployed. The delivery system was received in position 2. Visual examination of the returned device found the outer sheath twisted near the luer section. Functional inspection was performed and the stent could not be released from the delivery system. A destructive inspection was necessary to destroy the delivery system; torsion was identified and the outer sheath was found twisted and detached. No other issues with the stent and delivery system were noted. The reported event of stent failure to deploy was confirmed; the stent was received fully covered by the outer sheath and the stent was unable to be deployed during functional evaluation. The reported event of handle break cannot be confirmed; the deployment hub was returned attached to the slider lock spacer of the device. It is possible that the physician's perception of the loose deployment hub could have been the detachment of the outer sheath. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. According to the product analysis, the outer sheath was twisted and detached which is evidence that the luer was incorrectly rotated as the IFU states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were likely due to factors encountered during the procedure. It may be that the technique used by the physician in rotating the handle incorrectly during the procedure, could have caused the torsion on the delivery system which resulted in the twisted and detached sheath, limited the performance of the device and contributed to the stent failure to deploy. Therefore, the most probable cause is failure to follow instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted transgastric to the pancreas to treat a walled-of necrosis (won) with 25-30 % necrotic material during an endoscopic ultrasound (eus) cystogastrostomy procedure performed on (B)(6) 2021. During the procedure, the deployment hub felt loose and the stent was not deployed. The stent was removed from the patient fully covered by the outer sheath and the procedure was not completed as another stent of the same type was unavailable. On (B)(6) 2021, another procedure was performed and a 15mm axios stent was implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.